Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with the monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged components l702, l703, u727 and u728 on the distribution node pca. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.